Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00114 on 30-mar-2023. Additional information (24-apr-2023): siemens reviewed the information provided and noted that transfer arms on the dimension vista 1500 instrument needed to be serviced and replaced. All alignments and service methods were performed, and no issue was noted. The customer reran all assays with no issues. The instrument performed as specified post-service repairs, and the potential cause of the falsely elevated total prostate specific antigen (tpsa) result is unknown. The instrument is operational, and no further evaluation was required. Section h6 (investigation findings and investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting, replaced the reagent probe (r3) and sample probe (s3) mixers, and ran service tests on the dimension vista 1500 system. The cse noted the system performed within specifications. Siemens is investigating the event.

Event description:
The customer obtained a falsely elevated total prostate specific antigen (tpsa) result on one patient sample on a dimension vista 1500 system and did not report the result to the physician(s). The customer used the same sample to perform repeat testing on an alternate dimension vista. The repeat result was lower, within the clinical picture, and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated tpsa results.